Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report excessive no delivery alarms that occurred with different reservoirs and infusion sets. The customer performed a fixed prime which failed, and the device alarmed no delivery. The customer was advised to disconnect and reconnect the tubing and reservoir, and run a manual prime; customer saw insulin exit, however the device alarmed no delivery. The customer performed the displacement test which failed. The customer's blood glucose reading was 250 mg/dl. The customer was advised to revert to a backup plan and that the device would be replaced. No further details were provided.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, with minor scratched display window, cracked reservoir tube lip and missidisplacement test and rewind. No excessive no delivery alarm noted. The insulin pump was received ng the end cap sticker.